Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) freestyle libre 3 application "alarm tone cannot be customized and that they cannot hear it". The customer further reported experiencing a loss of consciousness. As a result, the customer was unable to self-treat, requiring third-party administration of juice for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for reader . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The customer reported issue, needing assistance on how to change the tone of the alarm, was investigated. After reviewing the customer's reported issue, it was determined that the issue does not pertain to a software functionality of the app. The investigation did not identify the app as the cause of the issue as per case description stating that the user was using a reader. There is no malfunction with the customer's reported application. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) freestyle libre 3 application "alarm tone cannot be customized and that they cannot hear it". The customer further reported experiencing a loss of consciousness. As a result, the customer was unable to self-treat, requiring third-party administration of juice for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.